Manufacturer narrative:
It was reported that the ventilator failed the pre-use check (puc) - flow transducer - timeout getting expiration gain. The ventilator was investigated by our field service engineer (fse), control printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. That can be confirmed in the provided logs. The pcb was sent to further investigation. Then over a 72 hours ventilation with a test lung and numerous puc in our ventilator laboratory where done, we couldn't reproduce the reported issues. The main responsibilities for control pcb are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. The root cause for the reported issue could not be determined.

Event description:
Manufactures ref ID: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).